Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that they were experiencing lead migration/dislodgement. At their post-op visit on (B)(6) 2025, they reported that there was not much of a difference in urinary symptoms since the implant. They were working with the manufacturer on programming. On (B)(6) 2025, in the office after having an x-ray, they still reported the device was not working. The x-ray results showed the lead shallow and scrunched. On (B)(6) 2025, x-rays were lateral view and it showed the leads were a bit high and seemed to have migrated. It was present with the tip projecting over the right hemipelvis. They agreed to removal and replacement. This was done on (B)(6) 2025. At their post-op on (B)(6) 2025, they reported they were starting to do better. On (B)(6) 2025, they reported being very happy with the device. Interrogation/device data was done as well as imaging. Neurostim was present with the tip projecting over the right hemipelvis. Leads were high and appeared migrated. The event was possibly related to the implant procedure. The issue was resolved without sequelae on (B)(6) 2025.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va32cek); product type: 0200-lead; implant date (B)(6) 2025; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.